Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the display lens had a small scratch in the middle of it. The reporter indicated that the pump may have been bumped at some point. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.